Event description:
Patient was found deceased by a neighbor in his bathroom. It appeared that the controller had fallen in the toilet and the device stopped. He was found in a state of rigor mortis. Death was pronounced by the deputy corner. Time of death unknown.